Manufacturer narrative:
The device was returned for analysis. The reported deformation due to compressive was able to be confirmed. The reported break/separation was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling during unpackaging and/or preparation for use resulted in the reported bend/noted outer member kinks and ultimately resulted in the reported break/noted outer member separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during device preparation, the package of a 6x40mm xpert pro self-expanding stent system (sess) was opened for use when it was noticed that the tip of the sess was bent and the outer member was separated. The device was not used for the procedure. There was no patient involvement and no clinically significant delay in the procedure. Another unspecified device was used to successfully complete the procedure. No additional information was provided.